Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a posterior capsular tear (pc tear) occurred during a cataract extraction procedure. The tear occurred after the surgeon had aspirated the cortex and was polishing the capsule in the irrigation/aspiration (I/a) mode. The physician stated that he had experienced pc tears twice and vitritis which had not affected the pt's vision. This report reflects one of the two pts reported by this facility.